Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention to have the device surgically abandoned. No explant date as this was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
B5. It was reported that this lead was surgically abandoned due to unknown product performance issues. No additional adverse patient effects were reported. A summary of the event was previously provided to the u.s. Food & drug administration on (B)(6) 2019 through the non-boston scientific complaint reporting process. Through an internal quality review, it was discovered that this complaint should have been filed through the 3500a emdr reporting process. Corrections have been implemented by boston scientific's post-market quality department to prevent reoccurrence of this error in reporting.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was surgically abandoned due to unknown product performance issues. No additional adverse patient effects were reported. (B)(4).